Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however it is being reported to FDA as the complaint was received via user report. If product is returned this case will be re-opened, an investigation will be conducted, and a follow up report will be submitted after all investigation activities are complete. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. Kindly note that initial reporter information contains a dummy phone number necessary to complete the MDR submission. All pertinent information available to abbott diabetes care has been submitted

Event description:
Abbott diabetes care received notice of a FDA medwatch user report submitted by a pharmacist on behalf of an adc freestyle libre customer. It was reported that a customer is consistently receiving blood glucose readings that are "50 to 70 points lower" when compared to a competitor meter. It was further reported that the customer received a reading of approximately 50 mg/dl on the adc meter compared to a reading of 101 mg/dl on an unspecified hcp meter at the emergency room. There was no treatment or intervention reported beyond a blood glucose reading received at the point of care. Based on the information provided, there was no report of serious injury associated with this event.